Event description:
It was reported that multiple cartridge alarms (alarm 30) occurred out of nowhere, the pump was on the home screen. Customer¿s blood glucose level was 250 mg/dl. Reportedly, the customer reverted to manual injections and an alternate pump for insulin therapy.